Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was hospitalized for syncope. The patient was provided with temporary pacing support. Upon device interrogation, the right ventricular lead exhibited loss of capture. The device was reprogrammed to a higher output. The patient was in stable condition.